Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The reported devices are not considered compatible. As stated by labeling, "skirted femoral heads are contraindicated for use with constrained liners". Use error may have been a contributing factor. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.